Manufacturer narrative:
Hartl s., reinsch n., fueting a., neven k. Cerebral safety of two different pulsed field ablation systems for pulmonary vein isolation the twosome MRI substudy. Europace. 2025 may 23 27 (suppl 1) (B)(4). Doi 10.1093/europace/ (B)(4) pmcid pmc12100101. B3 date of event: article publish date used as no event date was provided. D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. With all the available information, boston scientific (bsc) concludes: device history record review: the lot number of the farawave catheter was not provided, therefore a device history record review was unable to be performed. The upn of the farawave catheter was not provided, therefore a ship history of previous lots sent to the customer were unable to be reviewed. Boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications, and there is no evidence that this product did not meet specification prior to distribution. Device technical analysis: the farawave catheter was not returned therefore returned device analysis could not be performed. Labeling review: there was no evidence to suggest the device was used in a manner inconsistent with the labeling. The farawave instructions for use (IFU) lists embolism, including resultant brain injury, as a known potential adverse event associated with the use of the device. Investigation conclusion: bsc has assigned an investigation conclusion code of known inherent risk of device. It was reported via literature that following a pulse field ablation procedure using a farawave catheter a patient experienced a punctate silent cerebral lesion. Brain injury due to embolism is a known potential adverse event associated with the use of the farawave catheter.

Event description:
It was reported via literature article a cerebral lesion occurred. A study was completed to assess detection of silent cerebral lesions using cerebral magnetic resonance imaging (cmri) following a pulmonary vein isolation pulse field ablation (pfa) procedure. One hundred (100) patients were enrolled in the study; fifty (50) patients underwent pfa with an unknown single tip ablation catheter and fifty (50) patients underwent pfa with a farawave catheter. Event summary: of the fifty (50) patients that underwent pfa via farawave catheter cmri, 1.5-t MRI scanning using diffusion weighted imaging and fluid attenuated inversion recovery sequences, was performed on twenty-five (25) patients one (1) day post index procedure. A punctate silent cerebral lesion was identified in one (1) of the twenty (25) patients. The lesion did not cause any adverse effects to the health of the patient and no treatments or interventions were required.

Manufacturer narrative:
Hartl s., reinsch n., fueting a., neven k. Cerebral safety of two different pulsed field ablation systems for pulmonary vein isolation the twosome MRI substudy. Europace. 2025 may 23 27 (suppl 1) euaf085.478. Doi 10.1093/europace/euaf085.478. Pmcid pmc12100101. This event was reported via a literature article, therefore detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. This event was reported via a literature article and it is unlikely the device will be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. B3 date of event: article publish date used as no event date was provided. D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation.

Event description:
It was reported via literature article a cerebral lesion occurred. A study was completed to assess detection of silent cerebral lesions using cerebral magnetic resonance imaging (cmri) following a pulmonary vein isolation pulse field ablation (pfa) procedure. One hundred (100) patients were enrolled in the study; fifty (50) patients underwent pfa with an unknown single tip ablation catheter and fifty (50) patients underwent pfa with a farawave catheter. Event summary: of the fifty (50) patients that underwent pfa via farawave catheter cmri, 1.5-t MRI scanning using diffusion weighted imaging and fluid attenuated inversion recovery sequences, was performed on twenty-five (25) patients one (1) day post index procedure. A punctate silent cerebral lesion was identified in one (1) of the twenty (25) patients. The lesion did not cause any adverse effects to the health of the patient and no treatments or interventions were required.